Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as a touch contamination. On the same day as the onset, the patient was hospitalized for the peritonitis. Treatment was not reported for the event. After being hospitalized for three days for the peritonitis, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.